Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination. The following information was provided by the initial reporter: there are four groups of molds. The used unit has been discarded. Issue discovered during preparation for use/pre-insertion test.

Manufacturer narrative:
H.6 investigation summary: mgit 960 supplement kit batch 2216363 is composed of mgit panta batch 2216342 and mgit 960 growth supplement batch 2216344. The batch history record review for mgit 960 supplement kit batch 2216363 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The components of kit batch 2216363 were reviewed and all batch history records were satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. Performance of each kit component was satisfactory per procedures. Retention samples were inspected for supplement batch 2216344 (7 vials) and panta batch 2216342 (10 vials) and no evidence of contamination was observed in any of these retention samples inspected. For further investigation, two panta vials from batch 2216342 were reconstituted with two growth supplement vials from batch 22216344. One reconstituted panta with growth supplement and remaining supplement was placed into the 33-37-degree celsius incubator, and one reconstituted panta with growth supplement and remaining supplement was placed into the 20-25-degree celsius incubator. At the end of a fourteen-day incubation period there was no microbial growth observed in 4/4 incubated retention vials. One photo was received to assist with the investigation: the photo shows one reconstituted panta vial from batch 2216342, and one growth supplement vial from batch 2216344. The crimp caps have been removed from both vials. The supplement vial appears to have been used possibly to reconstitute the panta vial. There does appear to be fungal growth in the reconstituted panta vial. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence provided by the photo received. Bd will continue to trend complaints for contamination. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination. The following information was provided by the initial reporter: there are four groups of molds. The used unit has been discarded. Issue discovered during preparation for use/pre-insertion test.